Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the hot plate gets excessively hot and causes the furniture to get hot. The patient also states that there is an excessive noise (inhaling / exhaling) and hearing breath loudly. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.